Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Customer's blood glucose level was 600 mg/dl. Sensor cannula was bent leading to hyperglycemia. Trouble shooting was performed. Customer reported symptoms of high blood glucose such as feeling thirsty and dry lips. Customer was using the insulin pump system within 48 hours of reported event. It was unknown if auto mode feature was active or not at the time of incident. Insulin delivery was suspended due to sensor glucose versus blood glucose discrepancy. The insulin pump will not be returned for analysis.